Event description:
It was reported while loading the stretcher into the ambulance via manual mode, due to a dead battery, one of the medic's got their hand caught between the stretcher frame and legs resulting in a soft tissue injury. The medic sought medical treatment and required time off work; however, followup details of the injury were not provided. This incident occurred in canada. There was no report of injury or adverse effect on the patient. The end user further advised their internal investigation resulted in a finding of unintended use error. An authorized service technician did evaluate the stretcher and battery and both were found to be functioning as intended and no repairs were required.